Manufacturer narrative:
One sample and seven photos were provided to our quality team for investigation. Through visual inspection, it was observed that loose sample has a broken tip on the barrel. The condition observed is non-conforming per product specification. Potential root cause for the barrel damaged defect is associated with the assembly process. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) and corrective action determination could not be performed.

Event description:
No additional information.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 10ml ll s/c 200 needle hub hole / cracked / damaged. The following information was provided by the initial reporter: it was reported by customer that syringe being cracked. Verbatim: rcc received a complaint via email. Email(s) attached. On 15-mar-2024, regeneron medical information received a request via phone from an hcp's office for the return/replacement of 1 eylea hd vial kit due to the supplied syringe being cracked. On 15-mar-2024, the physician had withdrawn the product from the vial using the supplied syringe and needles, but noted that the supplied syringe had a crack and did not use the suspect product. The office prepared a sample for use and the patient did not miss a dose due to this event. The reporter had the product available for return and was instructed to retain the product for retrieval. No additional information was available at the time of this report. 1. Could you provide a photograph that includes the lot number? Yes a.if yes, would you please send it to product.complaints@regeneron.com 2. Were non-supplied components used in preparing/administering the dose? No a. If yes, what was used? (Brand & item #) 3. Was the tamper evident seal present on the carton? Yes 4. Was the tamper evident seal intact when the product carton was received? Yes 5. Was the shipping container damaged? No a. If yes, what part of the shipping container was damaged? 6. Was the product carton damaged? No a. If yes, what part of the carton was damaged? 7. Specify which component was damaged: syringe 8. Was the damaged noted: after the dose was withdrawn additional information provided: 1. What is the date of event? - 15mar2024 2. Please share the material number? - 113079 / 11560 3. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. - n/a 4. Any sample available for investigation? If yes, are you able to provide the address of the facility for us to ship the return label? Sample is available but does contain product. Please provide label for if able to accept and evaluate product. The lot provided is 0160855.

Manufacturer narrative:
One sample and seven photos were provided to our quality team for investigation. Through visual inspection, it was observed that loose sample has a broken tip on the barrel. The condition observed is non-conforming per product specification. Potential root cause for the barrel damaged defect is associated with the assembly process. A device history record review was completed for provided lot number 0160885 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Lot #0160885 returned from customer.